Manufacturer narrative:
H3: product analysis #(B)(4) , product#9560101, lot no#1617439 as per japan service report, during the inspection at the time of acceptance, it was observed that the image was unclear. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via manufacturing representative regarding a product identified during an event. It was reported that image was unclear. No patient symptoms were reported/anticipated. Additinal information was received from the rep that the doctor stated that the fitting was not good when connecting the attachment.event happened during intra op and product came in contact with patient. Microendoscopic discectomy procedure was used for hernia.